Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.010.060, lot: l701035. Manufacturing location: bettlach, release to warehouse date: feb 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product investigation was completed. The returned drill bit is in a used condition with worn cutting edges. One the shaft are slight scratches visible. A functional test was performed during the investigation. Another nail was available to reproduce the complained issue. The returned instruments passed the functional test successfully. The drill sleeve and as well the drill bits met the nail holes as intended. No interfering could be detected. The root cause was identified during the performed evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that possibly an insufficient connection, or not exactly following the surgical technique steps, could have contributed to the complained issue. Since the reported occurrence could not be reproduced, we determine this complaint as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. These dates were inadvertently reported as 3/21/2019. The correct date is 3/22/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation (orif) with multiloc humeral nail for a humeral surgical neck fracture. Before the surgery, the devices were checked, and no issue was found. After the fixation of the proximal multiloc screw, the surgeon was drilling for a distal screw on proximal side but the drill bit interfered with the nail. At first, the drilling was performed with an unknown 2.4mm k-wire. The second drilling used an unknown 3.0mm k-wire. Hammering was attempted which did not address the issue. The surgeon then drilled for a distal screw on the most distal side and inserted a screw. The surgeon gave up inserting the distal screw on the proximal side. The surgery was completed without inserting the distal screw on the proximal side. There was a surgical delay of less than thirty (30) minutes. Patient outcome is unknown. Concomitant medical products: unknown hammer (part# unknown, lot# unknown, quantity 1); unknown distal screw (part# unknown, lot# unknown, quantity 1) unknown 2.4mm k-wire (part# unknown, lot# unknown, quantity 1) unknown 3.0mm k-wire (part# unknown, lot# unknown, quantity 1);insertion handle (part# 03.019.006, lot# 8320010, quantity 1);protection sleeve (part# 03.010.063, lot# 8326169, quantity 1); drill sleeve (part# 03.010.064, lot# 8368829, quantity 1); multiloc proximal humeral nail (part# 04.016.035s, lot# l976518, quantity 1); aiming arm (part# 03.019.008, lot# unknown, quantity 1). This report is for one (1) 3.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 2 of 2 for (B)(4).